Event description:
On (B)(6) 2012 customer reported that the cx9 instrument experienced blank absorbance low messages for aspartate amino transferase (ast) and alanine amino transferase (alt) for quality control level 3. Customer stated that the reagent syringe was also leaking. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and found a leaking 3-way valve. Fse replaced the 3-way valve and primed the instrument. No further leaking from the valve was observed.

Manufacturer narrative:
(B)(4).